Event description:
Complainant alleged that the medics were attending a patient who was in a code blue situation. The medics attached a four lead ECG cable and ECG electrodes to the pt, as well as stat pads multi-function electrodes (lot number unknown). The device was initially in monitor mode. The pt converted to a shockable heart rhythm, and the device was changed from monitor mode to defibrillation mode. The device screen then stopped displaying the patient's ECG rhythm and displayed a "poor pad contact" message and a dotted line. The medic then checked all connections and turned the device off/on, but the device continued to display the same message and dotted line. The medic was able to obtain another device to defibrillate the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.